Event description:
Dealer stated that the 9099p hydraulic pump allegedly will not stay in place.

Manufacturer narrative:
(B)(4)- no RMA has been initiated for this issue. Model 9099p, serial number/date code and age of product are unknown. The owner's manual for the pump, part number 1049388 rev c (jun-00), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.